Manufacturer narrative:
The reported event occurred with the patient under anesthesia with no know adverse impact. The d&c tray required an side loading speculum and the tray had a closed vaginal speculum instead. Novo health services conducted retraining with the assembler.

Event description:
The user facility reported that the d&c tray had the wrong vaginal speculum.